Event description:
The letter from the attorney alleges, the consumer died when her head became wedged between the mattress and bed rails.

Manufacturer narrative:
Manufacturer rec'd summons alleging a bed rail entrapment. Entrapment zone is unknown at this time. The summons along with photos of rails, mattress and bed were rec'd. The mattress and bed were manufactured by invacare. The rails were not manufactured by invacare.